Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion after ablation in the right inferior. A pericardiocentesis was performed to resolve the event. Additionally, the farawave pulsed field ablation catheter displayed spline planarity issue. It was not known if the procedure was completed or not. The catheter is not expected to return for analysis as it was disposed. No further information is available.

Event description:
It was reported that the patient experienced pericardial effusion at the end of the procedure, after ablation in the right inferior. A pericardiocentesis was performed to resolve the event. Additionally, the farawave pulsed field ablation catheter displayed spline planarity issue during the procedure, and the catheter was replaced to resolve that issue. The catheter is not expected to return for analysis as it was disposed. It was further reported that when the spline planarity issue was observed, the catheter was replaced, and the procedure was continued. A pericardial effusion was observed following the completion of the right inferior pulmonary vein (ripv) ablation. The procedure was completed when the pericardial effusion was confirmed via intracardiac echocardiography (ice) when the patient oxygen saturation dropped. A pericardiocentesis was performed to resolve the event.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem, h6 patient codes and h6 impact codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.